Event description:
It was reported that prior to a surgical procedure at the user facility, the device was producing metal shavings in the sterile field. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.